Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer's parent that the customer experienced low blood glucose, with blood glucose of 40 mg/dl at the time of the incident. The customer was at 90 mg/dl at the time of the call. The customer used food to treat. The customer was wearing the insulin pump during the incident. The caller believes the pump insulin flow blocks causing highs, and then releases causing drops in blood glucose. Troubleshooting was completed and the pump passed. The insulin pump will be returned for analysis.